Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure, the patient developed in-stent restenosis. In (B)(6) 2011, a non-study 2.5 x 16 mm ion stent was placed in the 2nd obtuse marginal (om2). In (B)(6) 2012, the subject presented for a follow up visit with complaints of chest pain, shortness of breath and recurrent angina and underwent cardiac catheterization which revealed an ostial, bifurcated and long lesion extending from the left circumflex to the om2 branch with 90% stenosis and was 12 mm long with a reference vessel diameter of 3.0 mm. It was treated with pre-dilatation and placement of a 3.00 mm x 16 mm ion us coa stent. Following post dilatation, using kissing balloon angioplasty residual stenosis was 0%. Coronary angiography also revealed in-stent restenosis of the previously deployed 2.5 x 16 mm ion non-study stent in the 2nd om. It was treated with the placement of a 3.0 x 16 mm ion us coa study stent. A 95% stenosed, non-target lesion in the diagonal was also treated with balloon angioplasty with less than 20% residual stenosis. The subject was discharged on aspirin and prasugrel one day post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the non-study 2.5x16mm ion stent was placed in the 1st obtuse marginal (om1) and not in the om2 as previously reported. Furthermore, the target lesion was an in-stent restenotic lesion located in the distal left circumflex (lcx) to om1 and not in the lcx extending to the om2.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).